Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported complaint was confirmed and duplicated. It was determined that transducer pt800 failed. This issue will be internally investigated within vyaire. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced vent inop, motor fault, high pip, low ve, low pip and high rate alarms while on a patient. The customer confirmed that there was no patient harm or injury associated with the reported issue.